Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a fusiform abdominal aortic aneurysm. Vessel morphology was reported as the non-aneurysmal proximal aortic neck is 20 mm in diameter, and the non-aneurysmal distal aortic neck is 22 mm in diameter. There was calcification on the external iliac artery. The proximal aorta neck angulated 10 degrees. The access vessel was very narrow. Prior to the procedure, the physician confirmed that patient showed stable vital signs, and the physician decided to perform the procedure. It was reported the bifurcated stent graft was implanted; however, the physician had difficulty cannulating the contralateral gate. The patient suddenly had a reduction in blood pressure and the physician suspected that the aneurysm had ruptured. The physician was able to cannulate on the right side and successfully deployed the contralateral limb. There was limited blood flow in the right leg and the physician expanded the right leg with a palmaz stent. The procedure was successfully completed. There were no endoleaks. The right and left blood flow were good. The patient showed stable vital signs. The physician commented the cause of the aneurysm rupture was unknown. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (cannulation difficulties, rupture).